Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that 12 hours post-operation on (B)(6) 2017 the patient had been hospitalized for 7 days with a fever and shortness of breath. The patient had to have IV antibiotics. The patient believed it was due to the stimulator implant because it happened so quickly after. The factors were unknown. They checked multiple sites for infection except the stimulator site because it had a dressing on it. The issue was resolved without surgical intervention. No further complications were reported.